Manufacturer narrative:
The customer has advised that the product is not returning. A follow-up report will be submitted when additional info is received. See scanned page.

Event description:
On (B)(6) 2013 the chief perfusionist stated that they were doing a pediatric case. During the case, the bubble detector detected a bubble in the arterial line and the pump stopped. The pt was isolated and the arterial line was purged of the air. The pt was said to be doing fine the day after the surgery with no effects from this incident.